Event description:
The customer reported that the t:slim x2 pump battery would not charge, with a specific alert indicated in the pump history. Initially using a power strip with multiple usb ports instead of the specified tandem wall adapter, the customer was advised by technical support to use a known functioning wall outlet and was approved to receive a new wall adapter through expedited shipping. Despite troubleshooting, the pump continued to charge intermittently. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.